Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the laser stopped working during a vitrectomy procedure. The system was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
Additional information is provided. The system was examined and the reported event was replicated. The core module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 3, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to the non-conforming laser module. The manufacturer internal reference number is: (B)(4).